Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawer failures. The customer stated that the malfunction occurred when the user was trying to issue medication to a patient. However, the user managed to retrieve the medication from another station, resulting in no delay in dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers were showing off the bus due to malfunctioning of pyxis module controller board. A field service engineer replaced the module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.